Event description:
It was reported that the patients device displayed a power on reset (por) error and was hospitalized. It was unclear what the indication for the hospitalization was. There were no abnormal impedances when the patient went to the hospital. The patient was asked to find reasons for the por, but the patient could only recall that he¿d listened to music on his mobile phone. The device was going to be replaced. It was suspected that the device was near end of service, as it could have a por at that point, but it was unconfirmed. Additional information was requested. If received, a supplement will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).